Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient underwent a pocket revision wherein the ipg was placed deeper. The patient was doing well postoperatively.